Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire suggested they may want to adjust the vhome slightly to see if they can get the flows to help meet the volume needs. Verified that volume specification is +/- 10%. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator where it had low volumes. The customer measured when set at 500ml, the ventilator displays 460ml, and the analyzer reads 430ml. Furthermore, there was no patient involvement associated with the reported event.